Event description:
The reporter stated the surgeon inserted an icm120v4 12.0mm implantable collamer lens in 2006. The lens was explanted on 1/26/2006 due to excessive vaulting. The lens was exchanged using a shorter lens.

Manufacturer narrative:
H6 evaluation codes method 86 (other): lens work order search results-100 (other): visual inspection of the returned product found no visible damage to the lens. A lens work order search found one similar complaint within the work order. Conclusions-67 (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.